Event description:
Customer reportedly received a result of 170 mg/dl on his compact plus system. Within 5 minutes, a lab test was performed at his doctor's office and the result was 80 mg/dl. His doctor gave him orange juice, and he would have been capable of self-treatment. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.